Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after switching to the pump the user experienced sustained hyperglycemia, with a highest reported glucose of 354 mg/dl and readings out of range for approximately two hours, prompting troubleshooting that included a complete supply change and site relocation to avoid scar tissue, as well as consideration of multiple daily injections; the user was on a steel cannula infusion set and received non-medical assistance from a spouse. Symptoms included feeling tired. Outcomes included continued monitoring and eventual return of glucose values to trend in range without medical intervention or hospitalization. Investigation included customer support coaching on site replacement and confirmation of downward glucose trend after set change. Investigation of this case revealed no device alarms or malfunctions identified and an unclear cause of hyperglycemia, with potential contribution from infusion site issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.